Event description:
It was reported that during a stent procedure in the renal (off label use), the stent delivery system (sds) was inflated to 3-4 atm, but the balloon would not inflate. An attempt was made to remove the partially inflated sds, but when it was pulled into the guiding catheter, the stent separated. A balloon catheter was used in an attempt to retrieve the stent, but was unsuccessful. The stent was successfully deployed distal to the lesion, which was an unintended site. Another stent was then deployed successfully at the renal lesion site. Reportedly, there was no patient injury.